Event description:
It was reported that cadd legacy pump - alarming "battery removed-pump won't run". No patient injury reported.

Event description:
Additional information received on 21-feb-2022. The events did not occur while in use with the patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Additional information:b5: no causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact; however, the housing was damaged. During functional testing, the reported problem was duplicated. Investigation found that the device lost power when trying to run. The device was started with a cassette attached and stated that the batteries were removed, which is an issue with the circuit board. Unable to perform additional testing due to error. The root cause of the reported issue was the circuit board. The circuit board was replaced.